Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated. Possible movement of frame contributed to the event. The staff has been trained on the correct procedure for securing the frame.

Event description:
A medtronic rep reported that during a cranial procedure, the surgeon was inaccurate. After registering with pointmerge, they received a predicted accuracy of 2.9, and confirmed accuracy before replacing the frame. After replacing with the sterile frame, the 2d views did not show anatomy when on the head and would show anatomy when the probe was to the side of the head. They then flipped the frame and the probe would track but it showed inside the head instead of on the skin. He also said the instruments displayed green and were seen by the camera. He confirmed that they did not complete accuracy checkpoints to get their registration back. They aborted used of the stealthstation for the case. There was no impact on pt outcome.